Event description:
The customer reported the wheels of the workstation were broken. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the likely cause of the reported event is due to metal fatigue. Olympus will continue to monitor field performance for this device.